Event description:
It was reported that the pump had a "motor error". There was no reported impact on the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.